Event description:
It was reported that during set up, the ventilator alarm/silence light was not working. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the membrane switch and overlay were replaced and resolved the reported issue.